Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A flexiva ID 200 laser fiber was returned to boston scientific corporation and examined on march 19, 2018. According to initial inspection of the returned laser fiber, the fiber was found broken along the body and the distal tip was not returned. Additionally, the complainant reported that the flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure performed on an unknown date. It was reported that during unpacking and outside the patient, the fiber was noted to be broken inside the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva ID 200 laser fiber was received for evaluation. The fiber was returned broken and measured approximately 314 cm. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
A flexiva ID 200 laser fiber was returned to boston scientific corporation and examined on march 19, 2018. According to initial inspection of the returned laser fiber, the fiber was found broken along the body and the distal tip was not returned. Additionally, the complainant reported that the flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure performed on an unknown date. It was reported that during unpacking and outside the patient, the fiber was noted to be broken inside the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.